Manufacturer narrative:
H3 - device evaluated by mfg ¿ updated. Due to the automated manufacturing execution system (mes) , there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was received partially deployed from a microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The stent had pierced through the lumen of the microcatheter. The stent was able to be removed, and was noted to be deformed and broken/fractured. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. The functional inspection was unable to be performed as the stent was returned in a deployed state. The reported event ¿stent difficult/unable to advance or pullback through catheter' could not be replicated. However, the analysis results are consistent with the reported event. The reported event ¿stent deployed prematurely during use' was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported, ' the physician attempted to deliver a stent through the same microcatheter. After flushing and advancing the stent, the physician pushed the stent from the introducing sheath into the microcatheter and then advanced it to the tip of the microcatheter, at which point the stent could no longer be advanced. The physician then withdrew the delivery wire of the stent and observed under fluoroscopy that the stent did not retract with it. The physician judged that the stent might have deployed at the tip of the microcatheter and subsequently withdrew the delivery wire and the microcatheter out of the body. Subsequently, the physician replaced both the stent and the microcatheter with new ones, and the procedure was successfully completed. The physician then cut open the tip of the microcatheter on the table and confirmed that the stent had deployed at the tip of the microcatheter'. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure, and patient's anatomy was noted to be moderately tortuous. The stent was received partially deployed from a microcatheter. The stent delivery wire (sdw) and the introducer sheath were returned. The stent had pierced through the lumen of the microcatheter. The stent was able to be removed, and was noted to be deformed and broken/fractured. The sdw was kinked/bent at the distal end. The introducer sheath was noted to be intact. It is likely that due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter which might have cause the further damage to sdw and the stent. The reported event ¿stent difficult/unable to advance or pullback through catheter' and ,stent deployed prematurely during use, as well as the as analysed event 'stent deployed prematurely during use', ' stent deformed', 'sdw kinked/bent' and 'sdw broken/fractured during use' will be assigned a probable assignable cause of procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure for a patient with a posterior communicating artery aneurysm, the physician judged that the subject stent might have deployed at the tip of the microcatheter and subsequently withdrew the delivery wire and the microcatheter out of the body .the physician then cut open the tip of the microcatheter on the table and confirmed that the subject stent had deployed at the tip of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure for a patient with a posterior communicating artery aneurysm, the physician judged that the subject stent might have deployed at the tip of the microcatheter and subsequently withdrew the delivery wire and the microcatheter out of the body .the physician then cut open the tip of the microcatheter on the table and confirmed that the subject stent had deployed at the tip of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.